Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had high impedance and noise. The device noise discriminator did not work in all detected episodes. The device and rv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the clinical data relates to the lead and not the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.